Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: "analysis of the returned device identified: underweight, opening on posterior, crease fold, wear abrasion and red particles in the shell. A visual and microscopic analysis was performed which identified: crease sharp opening on posterior and stress marks. Based on the device analysis the final assessment is: an opening crease sharp on posterior assessed as fold flaw opening." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture".

Event description:
Patient reported left side rupture, ultrasound confirmed and pain. Device was explanted.